Event description:
A female patient underwent anterior cervical fusion in 2006. During surgery, the surgeon attempted to remove a screw to replace it because it was felt that it was too long. During the removal of the screw, the hex driver tiip broke and lodged inside the head of the screw. The surgeon attempted to remove the fragment and the screw head, which caused a 20 minute delay. The fragment was not removed and the screw was not locked. The sales representative suggested that the fragment be removed in order to lock the construct. It was stated that the surgeon felt the screw was secure enough that it would not back out, nor would the fragment dislodge. It either were to happen, it was felt that it would occur after the patient was fused, and therefore all of the harware would be removed at that time.

Manufacturer narrative:
This instrument is a hex head driver that is used to remove screws during the revision of a construct during either the primary or secondary surgery. The driver was returned on 1/4/2006. The DHR was reviewed and showed that there were no product deficiencies upon receipt from the supplier. Examination was performed with a microscope and showed that the instrument had been damaged by a blow or force to the driver which caused a fracture. It is that fracture that created the difficulty for the the surgeon to remove the driver tip and fail to lock the construct. The driver tip is made of material that can potentially contribute to an allergic reaction, injury to adjacent neck structures or add to the potential for the need to revise the construct if it is left in the patient. This event has been determined to be reportable because of failure to follow the surgical technique, which requires the surgeon to lock the construct. It is also reportable because the instrument did not fuction as intended because of the fracture of the tip of the driver and the resultant failure to remove the fragment. Will continue to monitor this event for possible revision surgery. If additional information is obtained, it will be provided via supplemental.